Event description:
A case of twins where the heart rates were very similar, so a 20 bpm offset was applied to the display for one channel in the tracing. Ultrasound was utilized for the placement of the two external transducers to monitor each twin to assure that they were directly over the hearts being monitored to maximize signal strength to the transducer. Both fetuses were in vertex position with backs up, and remained that way through the labor. On retrospective review, it is clear that the monitor (a) over one fetus ("a") seamlessly shifted its display to reflect the other fetus ("b") the display shifted back and forth between the two until it ultimately selected only b as its display. The nurse manipulated the transducer to where it did briefly pick up baby a and demonstrated severe bradycardia. An emergency cesarean section delivery was performed. The outcome was severe hypoxia/acidosis and neonatal death. The reportable nature of this event was not determined until we met with the manufacturer 01/26/2007. Summary statement: the electronic fetal monitor is intended to display the heart rate and pattern (tracing) of the fetus. The common thread in these three cases is that the monitor "switches" from displaying the heart rate and pattern (tracing) of the fetus to the heart tracing of the mother or twin, in a manner that does not provide the customary visual clues or alerts expected by experienced obstetrical physicians and nurses. In some sets of circumstances, these monitors may display a "reassuring" tracing (that of the mother or twin) while the fetus may actually have a non-reassuring heart rate and pattern that if known to the clinicians, may prompt interventions. In using prior versions of the monitors, if the monitor "lost" the signal from the fetus, a break in the continuity or quality of the tracing occurred and that served as a prompt to the clinician to take some action to reestablish that the tracing being displayed was that of the fetus, not the mother or the other twin. A hypothesis is that the evolution of the sensitivity of ultrasound transducers allows this change in display to occur without the accompanying "visual clue" that is a break in the continuity or quality of the tracing, so the clinician is falsely reassured. This failure to provide the expected visual clues is a new development that may be unk to other users. We also had two additional cases that illustrated this circumstance that were not reported to the FDA because they suffered no serious injury or death. These two events were also reported to the manufacturer. The reportable nature of these events was not determined until we met with the manufacturer to review these cases on january 26, 2007.